Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that not all data was not downloaded during download. Customer's blood glucose was 215 mg/dl. Customer also reported of receiving no delivery alarms. During troubleshooting, customer was advised to change settings to "all available data". Customer states that devise was not responding and that test failed and was not able to communicate with devise. Insulin pump passed self-test. Customer was not able to download. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. No excessive no delivery alarms noted. The insulin pump was able to download in the carelink software and all bolus deliveries registered properly in the carelink history report noted. No history anomaly noted. However, the insulin pump was received with cracked reservoir tube lip noted.